Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. Upon device interrogation, the left ventricular lead exhibited loss of capture. X-ray revealed the lead had dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient was in good condition before, during and post procedure.